Event description:
It was reported that the ventilator display different settings after back to nava mode from high flow mode. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator showed different settings after returning to nava mode from high flow mode. Our field service engineer investigated the ventilator on site. The reported problem could not be reproduced and no parts were replaced. The ventilator was returned to the customer after performing a pre-use check with approved results. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).